Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia stent delivery system (sds). The shaft, handle, and tip were examined. The stent was not returned for analysis. The shaft was buckled at the proximal edge of the markerband and kinked at the distal edge of the nose cone. The rack was loose. The handle was opened during analysis. There was no damage or irregularities noted to the components within the handle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review found that the device met its material, assembly and performance specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and a stent fracture occurred. A 6x150, 130 cm eluvia¿ drug-eluting vascular stent system was selected for a procedure. During the procedure, the stent was only able to be partially deployed. The stent then became stuck. It was necessary to withdraw and recover the stent through the sheath. The stent was noted to be partially torn. There were no reported patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues and a stent fracture occurred. A 6x150, 130 cm eluvia¿ drug-eluting vascular stent system was selected for a procedure. During the procedure, the stent was only able to be partially deployed. The stent then became stuck. It was necessary to withdraw and recover the stent through the sheath. The stent was noted to be partially torn. There were no reported patient complications.